Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If explanted; give date: n/a (not applicable). The intraocular lens remained implanted in the patient's eye. (B)(6). Device evaluation: the lens remained implanted. The reported complaint was not confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the implantation of an intraocular lens, the apprentice saw in the patient's eyes deposits (scraps of plastic/chunks) on the optics of the lenses. Some smaller and are some larger than the irrigation/aspiration device opening. However, it was stated that these scraps could be vacuumed and removed. It seemed like the shreds were made of the same material as the lenses. There was no patient issue. No other information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).